Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) replaced damaged handle cart.

Manufacturer narrative:
Corrected fields: d5, e1(event site postal code: (B)(4)) it was reported that cardiosave intra-aortic balloon pump (iabp) issue with handle cart. A getinge field service engineer (fse) verified the issue and replaced damaged handle cart(d367-00-0103). Fse verified unit was calibrated and passed all functional and safety tests per factory specifications. Returned to the customer and cleared for clinical use. Service completed. The patient involvement is unknown. The defective components were received for further investigation. The failure analysis and testing department inspected a handle cart p/n 0367-00-0103 and observed the base of the handle is cracked/broken in several parts. No further test can be done due to the cracked/broken handle cart. Retaining the handle cart in the failure analysis and testing department per procedure (B)(4) rev al. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a